Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported reservoir migration is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated to the abdominal cavity. A surgical procedure was performed to remove and replace the reservoir. No patient complications were reported.